Event description:
Patient presented with short, large diameter aorta, with reverse conical shape; suprarenal aorta was relatively healthy. Vessels on the left were predilated with a bsx 9x4 balloon, on the right dottered with 16, 20, 22fr cook dilators; lunderquist wire was used. After a bifurcated device was deployed, the physician elected to alter the 2 34mm infrarenal cuff. The plan was to alter the 34mm cuffs in attempt to place them over the renal ostium. The cuffs were altered on the or table by deploying the cuff halfway, then cutting a 'u' shape (scallop) between the struts opposite the spine, suturing the eptfe graft material to the adjacent struts, placing titanium staples on each side of the scallop, then reseating the cuff to be constrained within the delivery system. The titanium staples were nearly invisible on fluoro, the cuff was deployed infrarenally. With the second cuff, stainless steel staples were used, adding a third staple to the bottom of the scallop. This cuff was also deployed infrarenally, leaving the pt with a slight proximal type I endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. User interface (altering of stent graft) and operational context contributed to the pt's type I endoleak.